Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0024 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdxs0024) have been reported from the same facility.

Event description:
It was reported that with two devices during collection of blood from the distal attachment, the y-site leaked air into the tubing which mixed with the blood. A temporary fix has be to add a max zero needless connector clave (mz1000-07) to where the ll hub is connected and the issue was mitigated. Additional information rcvd via phone conversation 07/31/2020: customer advised that they experienced leakage with the product. This report addresses the second device.